Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth and recurrent infections at the abutment site. The infection reportedly cleared without any treatment. However, the abutment was removed. Revision surgery to place an internal magnet is planned; but, yet to occur as of the date of this report.